Event description:
On (B)(6) 2012, seen in the emergency room with chest pain and sob, had been seen in the emergency room one other time that week for same. Admitted and taken to ccl (B)(6) 2012. Films reveal patent stents in proximal and mid rca, but severe disease to 95% in pda. A 2.5 x 20 emerge, 2.5 x 20 nc trek, 2.0 x 15 flextome, and a 3.0 x 20 nc trek used to pre dilate. A 3.0 x 28 multi link vision rx deployed with good results. Treated with medications including heparin, asa, angiomax, and plavix. Discharged on (B)(6) 2012 on medications including asa plavix. On (B)(6) 2012 returns to emergency room with stemi. Patient apparently had not been taking plavix, although not clear why. Films reveal patent stents in proximal and mid rca, but recently placed stent in pda 100% occluded with thrombus. Thrombectomy performed with multiple passes achieving timi ii flow, but remaining thrombus could not be removed with thrombectomy. Inflations with 3.0 x 15 nc trek restored timi iii flow. Treated with medications including integrilin, angiomax, asa, and plavix. Patient discharged (B)(6) 2012 with instructions that he must take plavix for at least 4 weeks, before remaining on asa and coumadin alone.